Event description:
Nurse did a finger stick using unistik safety lancets for checking pt's blood sugar. The nurse placed the lancet in the bed after use. Then the nurse picked up the lancet for disposal. However, upon picking up the lancet the nurse sustained a needle stick. It appeared that the needle did not retract as expected.